Manufacturer narrative:
Evaluation of the device confirmed intermittent artifact in ECG leads. The cause of the failure was an intermittent connection of the preamp communication cable and j2 connector on the preamp board. Evaluation of the root cause of the intermittent connection is pending; therefore, a follow-up report will be submitted. The device was repaired by replacing the connector and the cable. Device was tested after repair and found to perform in accordance with its specifications.

Event description:
The device displayed intermittent noise on ECG leads, which could prevent monitoring a pt's ECG. There was no adverse effect on the pt.